Manufacturer narrative:
Gehc engineering review found alarms were active and the user was responding to the alarms/changing modes until 11:06:02 when the machine was placed in standby and then turned off at 11:06:30. There were no indications of machine malfunctions during the reported day and time.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, unit stopped ventilating without any alarm. There was no reported patient injury.